Event description:
It was reported that the asymptomatic patient had presented to the clinic when externalized conductors were found on the lead via fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.